Event description:
It was reported that during a diagnostic cardiac catheterization procedure, the express biliary stent that was placed in a renal artery in 2005 was noted to be fractured. The pt suffered no symptoms as a result of the fractured stent. No difficulty was encountered during the procedure to place the express biliary stent. There was an unk percent of restenosis. The stent appeared to have been fractured into two separate pieces. The physician placed a lifestent nt 7x20 mm stent inside the express biliary stent to hold the fractured stent together. No pt injuries or complications were reported. Pt status is reported as `okay'.